Manufacturer narrative:
It was reported that the device was disposed and is not expected to be received for evaluation; therefore no physical analysis of the device can be performed. The batch number is unknown and therefore the manufacturing batch records for the complaint device cannot be reviewed. It was reported that the patient is 18 years of age or older. If any further relevant information is provided, a follow up medwatch report will be filed.

Event description:
While attempting to treat a l sfa focal tight stenosis on an elderly female, the jetstream xc 2.1 became stuck on the wire while advancing it to the lesion to be treated. The catheter appeared to be kinked so sr is unsure if the wire or the catheter got kinked and allowed the device to stick on the wire forcing the doctor to remove everything except the 7 fr long sheath. Sr had another 2.1 jetstream with him in his srai and was able to replace the damaged catheter and proceed with the procedure which ended with a great result with no harm to the patient. The device was placed in the patient, but never activated. They used a 300cm thruway wire for the procedure.